Event description:
It was reported that the procedure was to treat a lesion in the ostial left anterior descending (lad) artery. On (B)(6) 2022, the 3.0x18 mm xience alpine stent delivery system (sds) was implanted and showed good flow. On (B)(6) 2022, the patient came back with complaint of chest pain and after performing angiography, the xience alpine stent was found to have in-stent restenosis. No imaging was performed as the facility did not have an imaging device. Electrocardiogram (ECG) was performed which was suggestive of cardiac ischemia. Myocardial infarction was diagnosed. The patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure. The patient did not stop taking medication until he complained of the chest pain. Another stent was used to treat the occlusion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of obstruction/occlusion, angina, ischemia, and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.